Event description:
It was reported that tip detachment occurred. The chronic total occlusion (cto) target lesion was located in the circumflex artery. A 185cm pt²¿ guide wire was selected and advanced through a non-bsc micro catheter. It was noted that the distal tip of the device broke off in the target lesion. The physician did not remove the detached distal tip inside the patient¿s body. No further patient complications were reported and the patient's status was hemodynamically stable.

Manufacturer narrative:
Age at time of event: 18 years or older.    (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the visual inspection was performed. The distal tip partially detached exposing the corewire tip. No evidence of corewire fractured was found. Dimensional inspection: all the outer diameters and the overall length were taken and compared. Measurements were taken with a digital micrometer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The chronic total occlusion (cto) target lesion was located in the circumflex artery. A 185cm pt²¿ guide wire was selected and advanced through a non-bsc micro catheter. It was noted that the distal tip of the device broke off in the target lesion. The physician did not remove the detached distal tip inside the patient&#38112;body. No further patient complications were reported and the patient's status was hemodynamically stable.